Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient presented to the clinic in need of repair to the driveline due to damage to the percutaneous lead. The perfusionist could see the wires and when he moved the driveline he was able to initiate a red heart alarm and a possible pump stop. The perfusionist placed the patient on an ungrounded cable and splinted the driveline with tape. The manufacturer arrived onsite to evaluate the percutaneous lead. Troubleshooting did not indicate any broken wires, however, fluid was found under the outer silicone jacket. A distal end percutaneous lead replacement repair was performed.